Manufacturer narrative:
External insulation abrasion was noted at 43.1-43.2cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion under the rv coil was noted at 3.8-3.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv coil was noted at 6.3-6.4cm from the distal tip. The etfe coating was damaged during explant at this location.

Event description:
New information received noted that the lead was explanted, and externalized conductors were observed. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert alarm. The device was interrogated and showed low impedance. The device did not show lead noise oversensing or externalized conductors. The lead will be replaced. No further information was available.